Manufacturer narrative:
The reported issue that the device kept alarming 'line occluded" could not be confirmed; no product or device logs were returned for investigation. The file was opened to document the issue that was reported. No further investigation of this event is possible at this time. The alaris pump module is believed to have been in use for treatment. The file may be closed based on the above facts. A review of the device history record in sap for sn 14438824 was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A review of the complaint history record in the track wise was performed for the sn 14438824 which confirmed no similar complaints with the same or related failure mode. The customer stated that there was patient involvement.

Event description:
It was reported that device kept alarming 'line occluded". Device was sent for testing. The pump ran without any alarms going off. Ran pump multiple times while also checking flow and pressure rates but there were no alarms. Although requested, additional information was not provided.

Manufacturer narrative:
The reported issue that the device kept alarming 'line occluded" could not be confirmed; no product or device logs were returned for investigation. The file was opened to document the issue that was reported. No further investigation of this event is possible at this time. The alaris pump module is believed to have been in use for treatment. The file may be closed based on the above facts. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A review of the complaint history record in the track wise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. The customer stated that there was patient involvement.

Event description:
It was reported that device kept alarming 'line occluded". Device was sent for testing. The pump ran without any alarms going off. Ran pump multiple times while also checking flow and pressure rates but there were no alarms. Although requested, additional information was not provided.